Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. No visual anomalies were noted on the sheath; however, the dilator distal tip had been split and one of the vacuum relief holes at the distal end of the sheath was stretched and bent. Functional testing confirmed contact between the dilator distal tip and the damaged vacuum relief hole, consistent with the dilator distal tip damage. The images submitted with the returned device shows blue material on a needle tip; however, no evidence of skiving was noted inside the dissected dilator tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation procedure, when making the transeptal with the sheath the tip of it partially detached. The procedure was completed with no adverse patient consequences.